Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the case study "repair of dissecting aortic aneurysm in post-lvad patient" that a 61-year-old female was implanted with a heartmate 3 (hm3) left ventricular assist device (lvad). The patient had a family history of aortic disease affecting their mother and two brothers; however, their ascending and descending aorta measured 3.6 and 3.4 cm, respectively, at the time of lvad insertion. Follow-up computerized tomography (CT) scans showed the development of an aneurysmal dilatation of the ascending aorta, which remained stable in size. However, the follow-up CT in 2023 showed a dissection in the ascending aortic aneurysm, which was now 7.1 cm in size. The patient also developed aneurysmal dilatation of their descending aorta of 7.2 cm in size. Following a departmental meeting, the decision was made to proceed with high-risk surgery to correct the ascending and arch dilation followed by endovascular management of the descending aorta. A section of the bend relief was removed and the outflow graft exposed. Access was gained to the axillary artery and femoral vein to establish cardiopulmonary bypass. The lvad was turned off and the outflow graft was clamped. The ascending aorta was opened and resected, and the outflow graft was detached from the aorta with further cardioplegia given via the coronary arteries. A dacron graft with side branches and felt reinforcement was chosen, and a distal anastomosis was performed with re-implantation of the brachiocephalic artery and left common carotid artery. The aortic cross-clamp was re-applied more proximally on the dacron graft, and full bypass. Using a side-biting aortic clamp, the lvad outflow graft was attached to the proximal ascending aorta. Six months later, the patient was admitted for endovascular repair of their descending aortic aneurysm. The patient was stable at home. Surgery resolved the issue.

Manufacturer narrative:
Section a and d - all known information was provided. Chaubey, s., kale, p., meyer, d., & rafael, a. (2024). Repair of dissecting aortic aneurysm in post-lvad patient. Methodist debakey cardiovascular journal, 20(1), 45-48. Doi: http://dx.doi.org/10.14797/mdcvj.1363. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.